Event description:
A malfunction was reported by the caller regarding the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. After the reset, the malfunction did not recur, and the customer may continue using the pump. The caller was advised to contact support if the malfunction happens again and acknowledged this instruction.